Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to sui and pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary/bowel problems, and dyspareunia. It was reported that the patient also underwent partial removal of mesh on (B)(6) 2012 due to excessive pain. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and a sling and a bard pelvisoft mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2018. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with anterior and posterior colporrhaphy, vaginal uterosacral ligament colpopexy cystoscopy, due to sui, pelvic organ prolapse, cystocele, urinary retention, rectocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent fascial sling and anterior repair on (B)(6) 2013 due to sui, urethral hypermobility and cystocele. It was reported that the patient underwent a removal of exposed mesh on (B)(6) 2012 due to vaginal exposure of previously placed anterior vaginal mesh. It was reported that the patient also underwent partial removal of mesh on (B)(6) 2012 due to excessive pain. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.